Event description:
Boston scientific crm received information that this right ventricular (rv) lead had dislodged into the atrium. The dislodgement was confirmed through a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and the lead was successfully repositioned. This rv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.